Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings:a review of the black box showed one call service 064 alarm had occurred on 07/18/2014. Visual inspection revealed that there was moisture inside the display screen. The pump failed leak testing due to a display lens leak. A rewind, load, and prime sequence was performed with no issues. A 24 hour exercise test was attempted, however the pump emitted a loss of prime warning during the test and additional testing for the call service 064 complaint could not be completed. The pump¿s cover was removed and there was evidence of moisture corrosion observed on the pcb, the display screen, the motor flex connector, and the force sensor circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted call service 064 alarms that could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.